Event description:
It was reported that prior to start, post anesthesia (post ports placement) of a da vinci-assisted inguinal hernia surgical procedure, the endoscopes would not work. The customer tried two different endoscopes and the endoscope controller (ec) would not pass calibration with either endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to clean the contact pins on the endoscopes and re-engage but the system was not accepting them. The customer power cycled the system and then hard cycled the vision side cart (vsc). After hard cycle, the customer installed the endoscopes again, still the issue persisted. The alleged endoscopes sequence numbers were (B)(6) and (B)(6). The procedure was converted to another da vinci system. An isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during an inguinal hernia surgical procedure. The camera ports were placed on the patient when the issue occurred. The surgeon initially decided to convert to laparoscopy, but it was performed robotically with another da vinci system. The customer brought another vision side cart (vsc) to perform the procedure. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ec to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The ec was analyzed and failure analysis (fa) investigation replicated the customer reported complaint. The ec was installed into the test system and it failed with errors 48221 and 48406 during video test. (An error 48221 camera head communications error) (error 48406 a watchdog timeout has occurred in the illuminator, resulting in degraded illuminator operation). Fa found that the light engine and dual camera interface board (dcib) was caused the issue. The light engine and dcib will be replaced to correct the issue. Fa performed light engine sensor check and is over greater than 5%. Light engine will be replace. No visual damage found. Ec was returned without filter and dust cover.